Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture and high impedance. It was noted that multiple tests were done during this interrogation and capture could not be produced even at max output and max pulse width. Programming changes were performed. The patient was in stable condition.